Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device failed testing, there was no light or sound. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
The customer will receive a replacement device. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device failed testing, there was no light or sound. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Event description:
The customer contacted heartsine to report that their device failed testing, there was no light or sound. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to verify or duplicate the reported issue. While the investigation suggests that this issue is related to an incorrectly seated pad-pak, a conclusive cause could not be determined.